Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. Upon investigation, the downstream occlusion (dso) seal was found to be cracked. As a result, the downstream occlusion seal was replaced. The device passed all functional testing after repair.

Event description:
The customer was reported that the battery module set screw sheared off and it was found out during testing. There was no patient involvement. Evaluation of the returned device found cracking on the seal. This lead to interruption of therapy in use.